Event description:
This rv lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2018 due to access needed in occluded/stenotic vein. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)